Manufacturer narrative:
Only 1 cm of the catheter was returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Although the catheter was explanted, the reported event does not allege malfunction or deficiency in the catheter.

Event description:
It was reported to medtronic neurosurgery that a valve implanted in (B)(6) 2012 was explanted as there was a split in the reservoir. According to the report, the catheters were also explanted.